Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that directly after unpacking the sterile packaging of the device and before using it in the patient, the doctor noticed that the blue back-end wheel was broken into two parts. The sterile packaging of the device and the outer case were undamaged. After realizing this defect, the doctor fixed it by using sterile adhesive tape and sticking the parts of the screw gear together again. There was no other matching device in stock, and the physician was very experienced with the procedure and the device, and was confident that he could repair the damage in an acceptable way to make it usable. The device was then used as per normal by the doctor in the patient. The implantation of the stent graft and use of the device were without any problems. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results, conclusions: insufficient information; cause is unknown.